Event description:
The patient and a family member reported that the pump rebooted multiple times without user intervention. They said that they replaced the battery cap with a new cap, the cap is secure, the o-ring is not visible, there are no cracks in the casing, there is no corrosion in the battery compartment, and the battery compartment threads appear intact. There are no relevant alarms in the history and the lithium battery is brand new. The pump continued to reboot without user intervention after the battery cap was replaced. The family member denied that the patient experienced any blood glucose excursions due to the power loss.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was evaluated and reboots were observed in the history, but could not be duplicated; all pump functions were found to be operating within required specifications.